Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -3.5/6.0/084 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6)2021, the lens was removed. Reportedly, "excessive glare and halo, patient can't tolerate. Cause is reported as the device and patient related factor. Reportedly, status of the eye is "returned to pre-op status."

Manufacturer narrative:
Patient weight, ethnicity and race: unk. Work order search found no similar complaints. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).